Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the console cover screw bearing in the chassis broke free and the screw cross threaded. The console cover had to be destroyed to remove it from the console. The fse replaced the console cover. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken console cover screw.